Event description:
It was reported that about three days after implant procedure, this right atrial (ra) lead was suspected to have dislodged. Fluoroscopy imaging was performed, and the ra lead was discovered to have perforated. A lead revision procedure was performed, and the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.